Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was explanted of the device as reportedly had no benefit from it anymore. The pt also had to undergo MRI examinations due to other medical problems. For these reasons, the pt wished to be explanted.